Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the customer reported event of the device main body fracture was not confirmed. It's confirmed that the threaded end of the reported trial was bent. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most likely cause of the reported event was determined to be cantilever force applied to the trial either during implant size determination or during its removal.

Event description:
It was reported that when the surgeon went to remove the trial it got stuck and the subsequent efforts to remove it resulted in its breakage.

Event description:
It was reported that when the surgeon went to remove the trial it got stuck and the subsequent efforts to remove it resulted in its breakage.